Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his wife was not receiving insulin due to a bent cannula which led to high blood glucose. Initially, her blood glucose level was 500 mg/dl and it increased to 700mg/dl when she got admitted into the hospital. Subsequently, on removing the infusion set they found that the cannula was crimped, and it occurred with two sets. She was treated with IV fluids. She was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.